Event description:
Patient in operating room for craniotomy for tumor removal. Patient positioned left lateral position in mayfield infinity skull clamp with pediatric pins. 20 lbs of pressure applied. Stealth vertex arm was connected. Patient prepped and draped for surgery. Surgeons attempted to drill a hole in the skull with the hudson brace, when it was noted that there was movement in the skull clamp. Surgery was suspended. Patient assessed and top pin not was no longer in place. Remaining pins and skull clamps were removed. Patient repositioned and placed in horseshoe. Pin sites inspected by surgeon. No bleeding noted or lacerations. Surgery resumed without complications.